Manufacturer narrative:
(B)(4). The customer reported damage occurred from a drop for a philips mms x2 server. Philips is reporting this in abundant caution as it is not confirmed if the damage was caused by an accidental user related drop or an unexpected fall. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported damaged occurred from a drop for a philips mms x2 server.